Event description:
It was reported that the patient presented in clinic for follow-up. It was noted the right ventricular lead had dislodged. Upon lead repositioning, the lead would no longer extend and the lead was explanted and replaced. A different right ventricular lead daw014526 connected to the device and noise was seen. The lead was removed and a third rv lead was implanted. Upon connecting to the device, it was noted that the implantable cardioverter defibrillator exhibited set screw anomaly and noise was seen. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis of production records completed. No device problem found.